Event description:
The event is reported as: customer alleges - the balloon of catheter of this lot deflated and the catheter slipped out after 3 days. The balloon was inflated with 10ml glycerin. No pt injury reported.

Manufacturer narrative:
No sample is available for the MFR to evaluate.